Manufacturer narrative:
G4: 05mar2020 b4: (B)(6)2020 the biomedical engineer replaced the touch screen to address the reported issue. Now the biomedical engineer is reporting that with the o2 set to 100% that the o2 only reads about 92%. The product support advised customer to replaced the oxygen solenoid or the flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported that the touchscreen is not working. The customer contacted product support and requested for service repair. Product support advised customer to replaced the touchscreen and provided part ID. The customer reported that it's unknown if the unit was in use on patient , but there was no patient harm reported.